Event description:
Contact called stating that the meter was reporting high results. Their meter reported a result of 89 mg/dl, compared to the hospital results of 34 mg/dl. Customer was taken to the hospital and an IV was administered. Customer asked to return meter for further evaluation, and a replacement was provided.